Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 main tower was clicking and latch to be replaced. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door number two was double clicking and failing. A field service engineer (fse) inspected the machine, and all tower doors had new style latches. So, the fse replaced tower door latch number two. The system functioned as intended after the field service engineer repaired the device.